Event description:
During carotid artery stenting emboli passed through the angioguard requiring removal with a microcatheter. The physician successfully placed a 5mm angioguard at the internal carotid artery and deployed a precise stent. Visible emboli flew through blood flow and the angioguard failed to capture the emboli. Anchor of angioguard was weak and emboli passed through the gap between the anchor and the artery. Medication was also given to melt residual emboli and the physician finished the procedure successfully.

Manufacturer narrative:
During carotid artery stenting emboli passed through the angioguard requiring removal with a microcatheter. The physician successfully placed a 5mm angioguard at the internal carotid artery and deployed a precise stent. Visible emboli flew through blood flow and the angioguard failed to capture the emboli. Anchor of angioguard was weak and emboli passed through the gap between the anchor and the artery. Medication was also given to melt residual emboli and the physician finished the procedure successfully. A non-sterile unit of angioguard rx emboli capture guidewire system 5mm basket, medium support, was received coiled inside of a plastic bag. An unzipping condition was found at 35 cm from distal tip end. No other defects were found in visual analysis. The basket was inspected under vision system and no damages were observed. Per lake region report c 12,829: (B)(4) did review the device history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported failure by the customer of 'cerebral artery embolism' could not be evaluated due to nature of the complaint and therefore the failure experienced by the physician cannot be conclusively determined. The cause of the failure as the unzipped condition could not be conclusively confirmed. However, procedural factors might have contributed to this issue. Cerebral artery embolism is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.